Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 6079412, 180-01-52 - crown cup,cluster-hole gr.52.

Event description:
It was reported that this 64 y/o female patient's hip was revised approximately 3 years 2 months post op. The patient was implanted with a hip prosthetic cup from exactech. As part of the manufacturer's recall campaign, the patient presented herself for a check-up. In x-ray and CT control there was a clear decentering of the prosthesis head and osteolysis in the acetabulum. Signs of inlay wear. This was possible when the inlay was changed to a vitd-hardened one on (B)(6) 2024 specially approved inlay (novation xle neutral liner, group 2, 32 mm i.d., ref (B)(4), sn (B)(6)) verified become. As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, cup integrity and the replacement of the prosthetic head.

Manufacturer narrative:
Corrections: h3: the patient involved was reported as revision due to early prosthesis wear and osteolysis approximately 3 years after the index surgery. However, this cannot be confirmed as neither x-rays nor the explanted the devices or photographs were available for evaluation. H6: investigation findings.

Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision/monitoring reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
The following sections have corrected information: (h6) health effect - clinical code: 2377, osteolysis.